Manufacturer narrative:
(B)(4): the customer reported a speaker malfunction. No pt harm was reported. "Speaker malfunction" is the inop that is given if the speaker circuit is abnormal. Philips has not determined if the speaker was still audible. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a speaker malfunction. No pt harm was reported.